Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Customer reported that they did not eat and that is why their bg level was low. Customer then ate food to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.